Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that the patient had experienced an allergic reaction to the nontemplate aligner arch. Patient started feeling itching on the face, oral soft tissues that includes the tongue. They also had ulcers, soreness on gums and tongue. The symptoms ceased when removing the aligner and administrating antihistamine but returned when the aligners was reintroduced.

Manufacturer narrative:
DHR: we reviewed the DHR for this (B)(4) / patient ID# (B)(6)/ site ID# (B)(6), qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (templates) were packaged by the second shift by bag-and-box operation on july 02, 2025, in manufacturing cell 7, equipment bag-15. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection: we reviewed the incoming inspection record for the material manufacturing this (B)(4). · raw material: part-501017-b / lot# 09238527 / qty. Received = (B)(4) pcs, inspection date: october 09, 2024. The material was found acceptable for use in the suresmile product's manufacture. Photo investigation: the evidence provided does not show the reported issue. The allergy reaction checklist is not available, making it impossible to identify any potential reaction to the product or the materials used during the manufacturing of the aligners. Failure mode - allergic reaction. Root cause - no defect. Conclusion code - no failure found.